Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited non-capture. The physician suspected that the patient's anatomy was changing. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. There were no patient consequences reported.